Event description:
It was found membrane broken, after connection to patient ten minutes during the fifith use. Blood flow rate: 160ml/min; tmp:70mmhg. No additional info if patient suffered blood loss, if any. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibrea. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.